Manufacturer narrative:
The device was returned to zoll medical canada and the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.